Manufacturer narrative:
(B)(4). Carefusion has dispatched a field service representative to inspect the device. Any additional information received will be included in a follow up report. (B)(4).

Event description:
The customer reported low volumes on the vela ventilator. The customer stated the unit was on a patient during use and the patient was switched to another ventilator as a precaution but they reported no respiratory distress or desaturation with the event. The customer reports no allegation of patient harm or injury.